Event description:
A 53-year-old female with a history of a subarachnoid hemorrhage from a ruptured left middle cerebral artery aneurysm status post coil embolization on (B)(6) 2022. She was found to have a recurrence on follow up angiography. She underwent coil embolization and surpass flow diversion on (B)(6) 2023 with surpass evolve flow diverter system 3.25mm x 12mm. The procedure was successful with excellent wall apposition both distally and proximally excellent antegrade flow across the stent into the left mca territory. Post procedure the patient was slow to recover from anesthesia however moving all extremities following commands name, repetition prevention were intact. Subsequently, the patient developed finding difficulties and a facial droop in the recovery room hence a code stroke was declared and emergence CT head and CT angiogram were formed that demonstrated patency and flow through the stents with no evidence of large vessel occlusion or acute stroke changes. However the patient's speech difficulties persisted hence the decision was made to take the patient back to angiography for further evaluation of the aneurysm and stent/coil construct. The left internal carotid artery was selectively catheterized with the diagnostic catheter. Initial angiography demonstrated slowing of the left middle cerebral artery territory. Nonsubtracted imagining showed that the proximal end of the surpass stent had collapsed within itself causing severe stenosis and limitation antegrade flow with no distal large vessel occlusions. Because of this, the decision was made to proceed with treatment. After multiple attempts, eventually, an sl-10 was able to cross the area of the stenosis. This allowed for distal access with both the microcatheter and microwire, which then allowed for the deployment of an atlas 4.50 mm x 30 stent. The stent was deployed distal to the surpass stent within the m1 segment. The proximal end was deployed in the distal internal carotid artery. After stent deployment, the previously seen stenosis of the surpass stent had resolved with significant improvement of the focal high grade stenosis with resolution of the flow limitation within the middle cerebral artery territory. There was no evidence of any large vessel occlusions or vessel cutoffs. Follow up non-contrast CT head imaging on (B)(6) 2023 revealed the following: regions of acute to subacute infarct within the anterior left temporal lobe, insula, operculum, lentiform nucleus, internal capsule and paramedian parietal lobe near the vertex. Patient recovered neurologically, but upon discharge had residual right sided weakness (rue 4/5; rle 2/5).